Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the pump¿s black box history showed that multiple call service alarms were recorded on 03/23/2014. The pump was unable to be tested or exercised due to a persistent call service alarm. The pump case was removed and evidence of moisture/corrosion was found on the transceiver board. Unrelated to the complaint, evaluation revealed that the battery compartment threads were stripped. Also unrelated to the complaint, evaluation revealed that the battery cap threads were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting a call service alarm. It was noted that the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.